Event description:
In late (B) (6) 2009, the pt had been in the ER with withdrawal and had been in a coma and had kidney failure. In early (B) (6), the pt was very spastic. They were having difficulty trying to interrogate the pump. They were using the appropriate application/programmer; there were no sources of potential emi present; and a magnet was not being used. The pt was due for a refill, but was not going to be refilled. The pt was being supplemented with oral baclofen and they were planning to replace the pump. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).